Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the product was not returned to olympus. Therefore, the phenomenon, "the signal and image disappear", was not reproduced, and the root cause could not be identified. It was considered, however, based on the field service report, that the specifications are not satisfactory because the use of a non-olympus lamp was confirmed. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source's image and signal disappeared. The issue occurred during a diagnostic mediastinoscopy and there were no reports of delays or patient harm.